Event description:
Information received indicates the right siderail will not stay up.

Manufacturer narrative:
The technician found missing rivets on the siderail tubes. The technician replaced the rivets to repair the stretcher.